Event description:
The customer reported the socket on the video system center was damaged and there was no image after connecting a scope. When the scope was inserted, there was no click and no image on the monitor. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the video connector socket was worn out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that a worn out video connector likely caused abnormal communication with the scope resulting in no image, a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.